Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after implanting both the right atrial and right ventricular (rv) lead all measurements were normal. When connecting the leads to the device loss of capture occurred on the rv lead as well as high pacing thresholds. When disconnecting the rv lead and testing with the pacing system analyzer (psa) capture was obtained. When connecting the device again loss of capture was once again seen on the rv lead. The issue was not resolved even after cleaning the connector part and reconnecting the lead to the device. The rv lead was checked with two different psa's and capture was obtained, thus an issue with the device was suspected. A new device was implanted with the existing leads. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.